Event description:
Additional information was received that 26 months after pci with 2 cypher stents in the pda via a saphenous vein graft, the patient returned with an acute mi. During the initial procedure the patient's admitting diagnosis was an nstemi. Emergent pci was performed on a 95-99% de novo lesion in the pda via a saphenous vein graft. Multiple wires were used to access the lesion because there was difficulty accessing the lesion. The lesion was pre-dilated with a 20mm balloon at 12 atm before a 2.5x23mm cypher was deployed at 16 atm followed by a 2.5x18mm cypher at 14 a tm. Post-dilatation was performed with a 15mm balloon at 14 atm. No thrombolytics were given and there was no pre-existing clot during the initial procedure. There was good wall apposition of the stents and no indication of vessel dissection. Ivus was used. There was no disease distal to the stents. Acts were 338 during the procedure.

Manufacturer narrative:
Concomitant medications ((B)(6) 2010): intra-procedure medications included angiomax 11.25ml bolus. 1.75mg/kg/hr infusion. Post-procedure medications included trandolapril, aspirin and plavix. When the patient returned, medications included norvasc, ecotrin, plavix, lipitor and mavic. A (B)(6) male experienced a myocardial infarction due to a very late thrombotic event approximately two years post implantation of two cypher stents. Past medical history that may have increased his risk for mace includes family history of cad, high cholesterol, hypertension, CABG in 1995, past smoking. Initially, the patient received two cypher stents, a 2.5x19mm and a 2.5x23mm, in the pda thru the svg in the setting of an nstemi emergent procedure. Approximately two years later, the patient discontinued the use of plavix due to a prostate procedure and 8 days later, the patient experienced the thrombotic event leading to myocardial infarction. Thrombus aspiration was conducted followed by implantation of a bms and stent post dilation with successful results. The patient is recovering. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Thrombosis with mi (myocardial infarction) is a known potential adverse event associated with stent implantation procedures. Narrowing of the in-stent lumen and cessation of antiplatelet therapy in combination may lead to the formation of thrombus. Thrombus formation decreases the amount of blood flow to the cardiac muscle inducing an mi. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that patient and lesion factors in combination with discontinuation of antiplatelet therapy may have contributed to the reported events. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00282 and 3003742446-2010-00283.

Event description:
As it was reported by the sales-rep via fax: the patient suffered a very late thrombosis of 2 cypher stents implanted in (B)(6) 2008. The patient discontinued the use of plavix (8) days prior to this event due to a prostate procedure. The stents were in the pda via a saphenous vein graft. The physician performed a thrombectomy, placed a 2.75 x 23mm bms and post dilated using a 3.0 x 15mm nc balloon.

Manufacturer narrative:
Concomitant devices: thrombectomy device, 2.75 x 23mm bms and a 3.0 x 15mm nc balloon. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00282 and 3003742446-2010-00283.